Event description:
It was reported that the patient experienced increased incontinence over the past two years with an artificial urinary sphincter (aus) leading to a replacement surgery of a double cuffed device. During the procedure the existing device was removed and a new aus was implanted. No device malfunctions were noted. The patient did not experience infection or another adverse event and was said to be good after the procedure.